Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The seat upholstery is splitting at the seam towards the back of the chair.